Event description:
It was reported via patient call center that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure a cardiac perforation occurred and a pericardial effusion developed. The procedure was discontinued. No patient complications were reported.